Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that an output error occurred and the tissue pad peeled off when using the sonicbeat front-actuated grip during a therapeutic procedure. The error code was unknown and it was unknown under what circumstances the tissue pad peeled off. The grip was replaced with a new product and the procedure was completed. The device was inspected prior to the procedure and there were no issues. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, correction to g2, and the device evaluation. Please see updates to g2, h3, h4, h6 and h10. The device was returned and an evaluation was completed for it. During inspection, olympus did not confirm the reported event. The tissue pad was worn and partially torn. However, it was not peeling. There were no scratches or contact marks on the probe. When the probe check was performed by combining the actual product with aomori's usg-400 and td-sb400, there was no abnormality. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the peeling tissue pad and error code were unable to be identified, as the reported events were not confirmed during the device evaluation. However, it¿s likely at the time of output, the tip of the probe strongly pressed against the tissue, gripped a thick tissue, or gripped and twisted the tissue, which overloaded the probe and caused an error. The following information is included in the instructions for use (IFU): "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the error occurred during a therapeutic laparoscopic appendectomy. The procedure was not delayed.